Manufacturer narrative:
Additional information: the device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during a diagnostic hysteroscopy, a component (ball/joint) became detached from the distal tip of the instrument. This occurred during normal use. The procedure was aborted when the metal part of the instrument was lost. It was spent the remaining time attempting to locate and retrieve it. A CT scan of the abdomen was done to locate the fragment, which took more than 30 minutes - but without success. A CT scan is planned to locate the broken part. The patient was informed about the incident and is feeling anxious and worried.